Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. The fse performed a physical inspection of the console. The laser started with no issues. The articulated arm alignment, the surgitouch (st) scanner alignment, and the manipulator were tested and worked fine. The aiming beam was noted aligned to burn spot and the micromanipulator aligned to microscope light field of view (fov). The focus and beam alignment tested okay at 400mm distance. Since the investigation was unable to identify any damage or malfunction related to the reported laser beam misalignment allegation, the investigation conclusion code selected for the complaint is no problem detected.

Event description:
It was reported that alignment on the laser beam is off. There was no patient involved.

Event description:
It was reported that alignment on the laser beam is off. There was no patient involved.